Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs), pod coils, and a non-penumbra microcatheter. During the procedure, one pod coil and four pod pcs were successfully implanted into the target location. The physician reported that the next pod pc would not take the desired shape and therefore, the coil was re-positioned several times. It was also reported that resistance was encountered while retracting the pod pc. During one re-positioning attempt, the coil did not follow the pusher wire. Fluoroscopy imaging revealed that the coil had detached and was contained inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed from the patient. The physician removed the detached pod pc from the microcatheter on the back table before re-inserting the same microcatheter and implanting another pod pc to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.